Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the product issue first started at 11pm on (B)(6) 2019, when he obtained the alleged inaccurately high result of ¿440 mg/dl¿ with the subject meter, compared to a result of ¿260 mg/dl¿ obtained with another, unspecified, meter within 30 minutes. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin ¿ self adjuster and reported that in response to the alleged product issue he ¿applied more insulin¿. The patient reported that approximately 3 hours later, at 2am on february 12, he began to develop the symptom of feeling ¿very dizzy¿. He denied receiving any treatment beyond his usual routine of diabetes management and care in response to this reported symptom. During troubleshooting, the csr verified that the results were obtained from an approved sample site, the patient¿s testing process was correct, the subject meter¿s unit of measure was set correctly at the time of testing, the test strips had been stored correctly and had not expired and the test strip vial was not cracked or broken. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking an increased dose of insulin due to an alleged inaccurately high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed